Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm012.6 implantable collamer lens, -08.00/+0.5/015 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting, with lens rotation. The lens was exchanged with a longer lens and the problem was resolved. The cause of the event was unknown. The patient is happy.